Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. The tube was visually inspected; no discrepancies found. A syringe was used to inflate the cuff while submerged underwater; a leak was observed coming from the cuff. Relevant documents and the manufacturing process were reviewed; no discrepancies noted. Cuff assembly operation and the inflation line assembly operation were both reviewed; no discrepancies found. Inflation test was audited on 32 units; no deflated cuffs were detected. Based on the evidence the complaint was confirmed. The root cause is found to be from user interface.

Event description:
Information was received that while a smiths medical tracheostomy was in use, it was noted to be leaking from the cuff. No patient injury resulted.